Event description:
Customer reported the alarm has power but does not sound when weight is removed from the sensor. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).